Event description:
The customer reported that the ortho provue analyzer resulted a positive dat sample as negative during qc testing. The customer visually confirmed the processed gel cards to be negative. No erroneous results were reported. Incident appears to have occurred independent of test method. If the event were to recur with blood grouping and/or antibody screening tests, it can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause determined. An ocd field engineer visited the site and replaced the probe and the wash station. However, quality control testing was still negative. The customer performed testing using a new qc sample and obtained positive results. Instrument was performing as expected. This customer has not logged any complaints against this analyzer since this incident.